Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso® 2515 nav eco variable catheter and during the procedure, the catheter became stuck in a deflected position. During the case the physician discovered that the catheter was stuck in full deflection mode and had trouble removing the complaint device from the patient. The procedure was completed successfully with a similar-like device and there was no patient consequence. Malfunction of this type can potentially be related to serious injury. The product has not been returned. The product investigation is pending product return.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: navistar® rmt thermocool® electrophysiology catheter, (B)(4). (B)(4).

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a lasso 2515 nav eco variable catheter and during the procedure, the catheter became stuck in a deflected position. The bwi failure analysis lab (fal) analyzed the catheter. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and contraction and the catheter passed both tests. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.